Event description:
Pt was recently at an out of state hosp, staff attempted to access port. Initially it ran for about 2 hrs and then stopped. When they tried to access it, it did not work. Admitted at this facility for draining ulcers and cellulitis of left foot; need for antibiotics. Port removed and groshong catheter placed.